Manufacturer narrative:
With regard to this event, log files were provided for review and the eva surgical system was inspected on location. Detailed review of the log files did not reveal any anomalies. The log files show that during surgery the irrigation was turned on and off by means of the foot pedal. Inspection of the eva surgical system on location also did not reveal any anomalies. The system functioned within the specifications. Review of the complaint database indicated that no similar complaints have been logged on the eva surgical system subject to this complaint after the reported event. Based upon the investigation findings (i.e. No evidence was found in the logfiles and the reported event could not be reproduced) an unintended use error cannot be ruled out as the cause of the reported even. However, this cannot be determined conclusively. The risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Therefore, no remedial or corrective/preventive actions will be undertaken at this moment. Complaints will be closely monitored to identify any significant adverse trends.

Event description:
It was reported that during procedure, while performing a phaco, vitrectomy and erm peel, during the peel the eye started to go soft. When checking the machine the irrigation appeared to be switched off, without the button being pressed. No report of prolonged surgery or that actual patient harm occurred.

Manufacturer narrative:
The complaint will be investigated. The customer indicated that the surgical system and related consumables will not be returned for investigation.

Event description:
It was reported that during procedure, while performing a phaco, vitrectomy and erm peel, during the peel the eye started to go soft. When checking the machine the irrigation appeared to be switched off, without the button being pressed. No report of prolonged surgery or that actual patient harm occurred.